Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated potassium result generated on an architect c16000 processing module for one patient. Sid (B)(6) initial result = 9.87 mmol/l, repeat result = 4.27 mmol/l. There was no impact to patient management.